Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set started leaking after a few days at the quick connect and it needs to be changed. The patient also reported that the blood sugars was high and then noticed that pools of insulin near the infusion set. No further information available

Manufacturer narrative:
E1; patient city: (B)(6). Patient countrty: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.